Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii assay results for 1 patient serum sample on a cobas e 411 analyzer. The initial estradiol result was >3000 pg/ml with flag. A 1:10 dilution was made from the sample and the result was 2211 pg/ml. The initial result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. The field applications specialist (fas) determined that the event was caused by assay dilution. The customer reran the undiluted patient sample and obtained a result within the analytical measuring range. The customer did not report any other issues. The investigation determined that the field applications specialist's actions resolved the issue. The investigation did not identify a product problem.